Event description:
I was shocked 38 times by my medtronic evera MRI xt dr ICD device on (B)(6) 2021 resulting in emergency intervention to stop the device from firing further. Only after turning off the device in the e. R did it stop. I learned I had gone into atrial fibrillation and the device failed to stop the event for whatever reason. This event caused me hospitalization, additional medical trauma, as well as mental and emotional trauma. There were many tests done. I have no idea what the medical terms are. FDA safety report ID# (B)(4).